Event description:
It was reported that a solution set with duo-vent spike had significant amount of air in the line. This was observed when the pump was started after an empty fentanyl infusion was changed to a new bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, f10/h6: component codes (replace code), h6 (update codes), h11. H11: the actual device and photographs were received for evaluation. Visual inspection of the photographs identified air in the line of the tubing. Visual inspection of the actual device did not identify any abnormalities that could have contributed to the reported condition; all components were correctly placed and according to the specification. Pressure and clear passage testing was performed with no leaks or blockages observed. A pull test was performed and no separation was noted. The sample was functionally tested on an in-lab spectrum pump with no issues observed. The reported condition was verified in the photographs. The cause of the air could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.